Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but the customer could not remember the bg level. The cause of low bg was unknown. The customer could not sit up on their own and received third party assistance from their spouse, who provided and assisted the customer with eating carbohydrates to address bg. No additional patient or event information was available.